Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study which the capsule detached early, even though it detached early, they had enough data to evaluate the study, but a repeat procedure was necessary. There was no patient and user harm.